Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of high readings and occlusion from the reservoir. The customer's blood glucose reading was 465 mg/dl. The father tried to treat with the pump. The customer was assisted with performing 5.0 unit fixed prime. The customer reported insulin exited with manual prime. The reservoir was not returned for analysis.